Event description:
A surgery center reported that a female patient had an intraocular lens (iol) explanted and replaced with another iol after she experienced an hyperopic visual outcome. The incision was not enlarged and no patient injury was reported.

Manufacturer narrative:
(B)(4) used for removal and replacement of iol. All pertinent information available to amo has been submitted.

Manufacturer narrative:
The lens was returned to our manufacturing facility for evaluation. A visual inspection showed a lens where the optic was cut in half, no optical deviations on the optic parts were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. A review of the manufacturing records showed no deviations. The diopter measurement records verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 19.0 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.